Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion at levels th8/s2ai due to scoliosis . Intra-op, after all fixation, the surgeon judged that the left side hook at the most cranial side was not enough to fix firmly hence the surgeon was removing the set screw. While removing set screw, tip of driver broke and remained in the set screw. After removal of implants, the relevant hook was used without changing and the set screws were replaced with new ones to insert. Patient complications and patient current status is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The obturator was not a product appropriate for the set screw and was a size smaller. For this reason, it may have not been able to tolerate the load applied resulting in the event.

Manufacturer narrative:
Product analysis :visually confirmed approximately approx 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.